Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-33, lot# va0jpbu, implanted: 2014-(B)(6), product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The device was not working and had never worked since the patient had a replacement. The patient wanted to see what changes they could make and the device was not working for a good 3 months. The patient was directed by their health care provider¿s (hcp¿s) office to call the manufacturer to coordinate a reprogramming session with the manufacturer representative. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2015-01258 for the patient¿s first device not working.